Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material adhering to the auxiliary water channel could not be identified (as there was no deviation from the reprocessing steps listed in the instructions for use). The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in instructions evis exera duodenovideoscope olympus tjf type 145operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope had a loose cable pull. There was no procedure or patient involvement associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the auxiliary channel had foreign material due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. In addition to evaluation in b5, the flexibility adjustment ring had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The light guide bundle had breakage. Adhesive around objective lens had discoloration. Adhesive around light guide lens had discoloration. Adhesive on bending section cover had a discolored area. The universal cord had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
According to additional information obtained from the customer, the subject device was automatically reprocessed in the etd4 and was also manually cleaned and reprocessed.

Manufacturer narrative:
B5 - additional information has been obtained and provided.